Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from (B)(6) reported staining failure on the (B)(6) 2021. The customer was concerned that the slide was not completely stained. No user or patient harm nor erroneous results were reported, therefore this case was closed as non-reportable on the (B)(6) 2022. Per documentation, fse has not been on-site at the time period when this event occurred, and it was stated that service will address this issue with future visit. New information has been received on the (B)(6) 2022. This case was re-assessed again and deemed reportable based on the provided information. The fse inspected the instrument and found that the defective aspiration and dispense check valve caused the staining issue. The fse serviced the instrument with replacements of the aspiration and dispense check valve and silicon tube. A test program was also used to ensure there was no dripping. The equilibrium of the equipment, the pressure of the buffer pump, the pressure of the compressor, and the amount of buffer rinse were also checked but no abnormalities were found. The instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.